Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 3.2 and 6.1 have failed and cannot be recovered. The drawers were malfunctioned and required maintenance. The customer rebooted the station and performed a storage space recovery; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer 3.2 & 6.1 had failed. The field service engineer (fse) verified that both half-height drawers on the auxiliary stations had been recovered by the user by reseating all the cables to both drawers, rebooted the device and confirmed the proper functionality. The system functioned as intended after customer resolved the issue.